Event description:
It was reported that during the preparation of farawave catheter, when checking flower, small crack was noticed in the orange part of one of the flower petals. The catheter was replaced, and the procedure was completed using different farawave catheter. No patient complications occurred. The product is not expected to return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed..